Manufacturer narrative:
The insulin pump alarmed constant error alarm after inserting the battery due to software error. Unable to verify for motor error alarm and unable to perform rewind and basic occlusion, occlusion, prime test, the excessive no delivery and displacement test due to constant a48 alarm. The motor was tested outside the device and passed motor test. Pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip cracked battery tube threads and broken pump belt lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.